Event description:
It was reported that the xia titanium 4.5 extended connector breakage was found after surgery. Revision surgery is schedule to occur.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: a review of the returned x-rays confirms that the patient was fixed at two upper thoracic levels and at 2 lumbar levels, with no additional fixation in between. This was done in an attempt to fix a thoracic scoliosis curve. This existing curve and the placement of the devices allowed for a large bending moment to exist within the non-fixed region, eventually causing the fatigue breakage of connector. Furthermore, this breakage was noticed 16 months after implantation. The xia 4.5 implant IFU states, ¿once implanted, the implants are subjected to stresses and strains... Indeed, the stresses and strains on the implants may cause metal fatigue or fracture or deformation of the implants, before the bone graft has become completely consolidate." The large bending moment created by the configuration of the construct along with the time of implantation were likely to have been main contributors to the fatigue breakage experienced by the returned connectors. Conclusion: the cause of the reported event is most likely the configuration of the construct creating a large bending moment, which created repeated loads over time on a localized area and lead to the eventual fatigue fracture of the connector.

Event description:
It was reported that the xia titanium 4.5 extended connector breakage was found after surgery. Revision surgery is schedule to occur.